Manufacturer narrative:
Update: describe event or problem, relevant tests/lab data, other relevant history, complainant city, device codes, patient codes (B)(6). (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient experienced myocardial infarction and thrombosis. The cause of death was massive infarction possibly related to stent thrombosis. In edc, it is reported as a potential study device interaction. Per site, the patient reportedly experienced respiratory distress. Resuscitation was attempted but was unsuccessful.

Event description:
(B)(6) study. It is reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 10mm long. The target lesion was treated with direct stenting using a 3.0x12mm taxus element stent. Residual stenosis was 0%. The patient was discharged 4 days later on aspirin and clopidogrel. In (B)(6) 2011, the patient expired. Per email from monitor, the french emergency medical services had intended on bringing the patient back to the site for evaluation, however, the patient died.